Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was taking a long time to produce results. Customer reported that they found fluid under the reagent probe "b." Customer reported that fluid was on the half-moon black cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a cc (chemistry cartridge) sample subsystem error. The fse primed the system and found no issues. The fse could not repeat the error. The fse verified the system was operational.

Manufacturer narrative:
(B)(4).